Event description:
It was reported that the customer had a battery out limit and blank display issue on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer was advised to monitor insulin pump and time battery changes very carefully as battery out of the insulin pump for too long will cause the battery out limit alarm. The customer was advised the proper battery changes. The customer was advised to insert aaa alkaline battery on the insulin pump to resolved blank display. The customer stated that display return. The customer was advised to monitor insulin pump and will send new battery cap as courtery to rule out any possible issues with the battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.